Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for evaluation, the pump was found to be out of calibration and did over infuse. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump had over infused. They stated that this occurred during testing. At the time of the complaint the initial reporter indicated that the complaint occurred during testing and had not affected a patient. (B)(4).